Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07142. It was reported the pt was experiencing an uncomfortable heating sensation at the ipg site while recharging. A replacement charging system was to be sent to the pt.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.